Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 600 mg/dl. The cause of bg as unknown. The supplies were changed to address the event and bg was addressed with manual injection. Reportedly, the customer's husband assisted the customer as he commonly does. Insulin delivery was resumed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Functional testing was performed and no failure was identified related to the reported elevated blood glucose.